Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve, likely due to the insertion of the catheter. The internal valve was also found to be torn by the opening slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Boston scientifics investigation determined a tear in the silicone of the hemostatic valve most likely caused the air ingress observed clinically.

Event description:
It was reported that during insertion, the faradrive steerable sheath presented visible air bubbles. When the farawave pulse field ablation catheter was inserted, the sheath was aspirated, and lots of bubbles were noticed, even though aspiration was performed multiple times. Without the catheter, the sheath was aspirated without an issue. There was an issue with the sheaths valve, and the lumen was broken. Subsequently, the sheath was replaced, and the issue was resolved. The catheter was inserted into the new sheath and aspirated without any issues. The procedure was completed successfully without patient complications. The device was returned for analysis. It was further reported that when the catheter was inserted into the sheath, it appeared that the valve was not fully closed. Subsequently, despite multiple attempts at aspiration, bubbles continued to return to the syringe. During preparation, there were no abnormalities noted and a pressure bag was used for irrigation, maintaining a normal flow rate. At the time of the event, the guidewire was positioned at the tip of the catheter. The sheath was received for analysis.

Event description:
It was reported that during insertion, the faradrive steerable sheath presented visible air bubbles. When the farawave pulse field ablation catheter was inserted, the sheath was aspirated, and lots of bubbles were noticed, even though aspiration was performed multiple times. Without the catheter, the sheath was aspirated without an issue. There was an issue with the sheaths valve, and the lumen was broken. Subsequently, the sheath was replaced, and the issue was resolved. The catheter was inserted into the new sheath and aspirated without any issues. The procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that when the catheter was inserted into the sheath, it appeared that the valve was not fully closed. Subsequently, despite multiple attempts at aspiration, bubbles continued to return to the syringe. During preparation, there were no abnormalities noted and a pressure bag was used for irrigation, maintaining a normal flow rate. At the time of the event, the guidewire was positioned at the tip of the catheter. The sheath was received for analysis.

Event description:
It was reported that during insertion, the faradrive steerable sheath presented visible air bubbles. When the farawave pulse field ablation catheter was inserted, the sheath was aspirated, and lots of bubbles were noticed, even though aspiration was performed multiple times. Without the catheter, the sheath was aspirated without an issue. There was an issue with the sheaths valve, and the lumen was broken. Subsequently, the sheath was replaced, and the issue was resolved. The catheter was inserted into the new sheath and aspirated without any issues. The procedure was completed successfully without patient complications. The device is expected to be returned.